Event description:
The event is reported as: complaint alleges: "heater alarmed when pt was being turned. The nurse removed the cannula and tubing and noticed skin irritation on both infant thighs. Nurse called respiratory. The therapist noticed the tubing had disconnected from the cuff and removed unit with circuit from pediatric unit." Pt needed to be treated for skin irritations. Pt current condition is unk.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.